Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the cataract surgery with intraocular lens (iol) implant procedure, the surgeon observed lens epithelial cell outgrowth (lecog). The surgeon noticed the lecog on the rim of the capsulorhexis from day 1 post-operation and it was still present 1 month post- operation. The surgeon polishes half of the anterior capsule i.e. Hemisphere. Additional information has been requested however no further information received.